Manufacturer narrative:
No product was returned. Therefore further investigation was not possible. The patient has raynaud's disease. Per product labeling, if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters. At 16:30, the result using meter serial number (B)(4) was 58 mg/dl. At 16:58, the result using meter serial number (B)(4) was 46 mg/dl. At 17:11, the result using meter serial number (B)(4) was 42 mg/dl. The patient was not exhibiting symptoms of hypoglycemia. However, the staff gave the patient some orange juice after the reading of 42 mg/dl. Within 15 minutes of the last result of 42 mg/dl, the patient was tested with a second accu-chek inform ii meter (unknown serial number) and the result was in the 140s or 150's mg/dl. The staff believed the result of 140s or 150's mg/dl. The patient was then given a meal to eat.

Manufacturer narrative:
Quality controls passed run on the meters prior to this discrepancy and afterward. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The strips have been requested for return.